Event description:
It was reported that the wearable was producing shock. The wagerable was inserted into an unknown location on an unknown date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).